Manufacturer narrative:
(B)(4).

Event description:
It was reported the catheter was leaking. There was no patient harm. The catheter was replaced. The patient's condition was reported to be "still hospitalized in intensive care" and "has neither improved nor worsened".

Event description:
It was reported the catheter was leaking. There was no patient harm. The catheter was replaced. The patient's condition was reported to be "still hospitalized in intensive care" and "has neither improved nor worsened".

Manufacturer narrative:
Qn#(B)(4). The customer returned one 3-lumen cvc for analysis. Signs of use in form of biological material were observed inside the catheter body. Visual inspection of the catheter showed no obvious defects or anomalies. The catheter body total length measured 162 mm which is within the specification of 158.5mm-175mm per catheter product drawing. The catheter body outer diameter measured 2.894mm which is within the specification of 2.85mm-2.95mm per catheter extrusion product drawing. Functional inspection was performed on the returned catheter to recreate the product's intended use. The IFU provided with this kit states: "flush each lumen with sterile saline solution, to establish patency and prime lumen(s)." All extension lines flushed as expected. The extension lines were tested for liquid leakage per (B)(4) rev. 17 (bs en iso (B)(4) annex c) which states that no liquid leakage should form in one or more falling drops of water when tested at 300kpa for 30 seconds. Each extension line was separately attached to the leak tester, the distal tip of the catheter was occluded, and the leak tester was turned to 300 kpa for 30 seconds. No leaks were found anywhere on the catheter body or extension lines. A manual tug test confirmed the extension lines were fully secured within their respective hubs. A device history record review was performed, and no relevant findings were identified. The IFU provided with the kit informs the user, "do not secure, staple and/or suture directly to outside diameter of catheter body or extension lines to reduce risk of cutting or damaging the catheter or impeding catheter flow. Secure only at indicated stabilization locations". The customer report of a catheter body leak could not be confirmed by complaint investigation of the returned sample. The returned catheter showed no visual defects or anomalies, and no leaks were observed during functional testing (performed according to bs en iso (B)(4) annex c). The catheter also passed all relevant dimensional inspection. Based on the customer report and the sample returned, no problem was found with the returned sample. Teleflex will continue to monitor and trend for complaints of this nature.